Event description:
It was reported that a catheter issue occurred. The 70% stenosed; 31 x 2.75 mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter became twisted and kinked, and abnormal sounds were heard after connecting the motor for imaging. The motor was confirmed to be normal. Due to the sudden absence of imaging data, another catheter was used to complete the procedure. The patient remained stable after the procedure.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. E1: initial reporter phone - (B)(6). The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the customer showed evidence that the sheath was severely kinked and that there was catheter noise.

Manufacturer narrative:
E1: - (B)(6).

Event description:
It was reported that a catheter issue occurred. The 70% stenosed; 31 x 2.75 mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter became twisted and kinked, and abnormal sounds were heard after connecting the motor for imaging. The motor was confirmed to be normal. Due to the sudden absence of imaging data, another catheter was used to complete the procedure. The patient remained stable after the procedure.